Event description:
A consumer initially contacted the company on (B)(6) 2012 requesting a refund for her zona plus device. By follow-up email on 2/1/2012, the consumer reported that she purchased the device on (B)(6) 2011 and used the device on (B)(6) 2011. She reported that on (B)(6) 2011, her right arm and hand felt numb while sitting but after a while the feeling came back. She reported that sometime between (B)(6), she used the device immediately prior to bedtime. She reported that when she awoke the next morning, her hand was numb and has remained so since that time. She reported that her hand is weak and that she has numbness on the outside of her right hand in the last 2 fingers of her right hand. She also reported feelings of tingling, discomfort, and tightness and that she is unable to straighten her little finger and unable to spread all of the fingers completely apart. The consumer reported that these symptoms did not exist prior to using the device, and that the symptoms are continuing. The consumer believes the symptoms were caused by repetitive use of the device and that this is because she used the zona plus right before bedtime and awoke with the symptoms the next day.

Manufacturer narrative:
Device received back for evaluation on 2/14/2012. Completed evaluation on 2/15/2012. Findings: the device was clean with no cosmetic defect or damage. There were no signs of wear or excessive use. Isometric exercise therapy protocol functions according to specifications. Isometric exercise squeeze force is within expected tolerances. Device squeeze force sensor responded in a linear fashion and isometric exercise squeeze force levels were within specifications. The device passed all initial function checks and inspections and calibration performance was as expected. Conclusion: the device was within all specifications and there is no indication of a device design, manufacturing or quality issue associated with the consumer's symptoms. Device labeling warns subjects to consult their doctor prior to beginning the zona plus isometric exercise program, but consumer reported she did not do so. Device is a handgrip therapy device originally submitted in k974416 but ultimately found to be 510 (k) exempt.